Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the large emboshield nav 6 and in an attempt to load the filtration element into the delivery catheter (dc) pod with the torque device, the tip of the dc was noted to be broken. The filtration element could not be loaded into the dc pod. Another large emboshield nav6 was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficult to insert could not be replicated due to the condition of the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, it is possible that the filter was pulled into the pod too quickly or with excessive force causing the delivery catheter pod to bunch and prevented the filtration element from being able to load properly. Additionally, it is possible that with the dc pod bunched, the pod material split and separated during the attempt to remove the delivery catheter from the loading tray; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: device code 1069 tip removed.

Event description:
Subsequently, after the initial report was filed it was noted that the dc pod separated into two pieces when attempting to load the filter. No additional information was provided.